Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery compartment and battery cap were both cracked/damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #1: date of submission 17-apr-2018 device evaluation: the device has been returned and evaluated by product analysis on 11-apr-2018 with the following findings: during investigation, the battery compartment was found to be cracked starting at the threads to the left side of the grip pad down to the seal and from the case seal traveling to the grip pad. The threads of the returned battery cap were found to be stripped. The returned battery cap was unable to secure to the returned pump or a test pump. A test battery cap was used and able to properly secure to the returned pump.